Event description:
It was reported that the t:slim x2 pump battery would not charge, starting at 3% and unexpectedly jumping to 100% after switching cables. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging supplies and acknowledged that the battery jump was related to a power source alert. The pump began charging without further assistance needed, and technical support sent a replacement charging cable to the customer¿s permanent address.